Event description:
It was reported in an article titled "comparison of vertebroplasty and balloon kyphoplasty for treatment of vertebral compression fractures: a meta-analysis of the literature", the following event was reported: one case of a change in heart rate where the patient required medical treatment for postoperative atrial fibrillation and chf exacerbation. No additional information was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient¿s fixture fell out. More information has been requested but was not available at the time this report was filed.